Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional armada 18 device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a mildly calcified, lesion in the left superficial femoral artery (sfa) and a lesion in the mildly calcified anterior tibial artery. The 6.0mm x 120mm x 150cm armada 18 balloon dilatation catheter (bdc) was advanced without issue to the target lesion in the left sfa. During the first inflation, to 13 atmospheres, the balloon ruptured. A same size armada 18 was used without issue. A 3.0mm x 100mm x 150cm armada 18 bdc was advanced without issue to the target lesion in the anterior tibial artery. During the first inflation, to 13 atmospheres, the balloon ruptured. A same size armada 18 was used without issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.